Event description:
It was reported that a 30-year- old hispanic female who underwent a breast augmentation primary with mentor memorygel, 275cc silicone breast implant experienced left-sided capsular contracture unknown grade, and bilateral rupture postoperative. The bilateral ruptures was discovered during the surgery. As a result, patient underwent bilateral replacement with unknown prosthesis on (B)(6) 2022. This report relates to the left side.

Manufacturer narrative:
Suspect device received on june 14, 2022. Device evaluation completed on june 16, 2022: visual analysis of the returned sample revealed that the sm mpp gel 275cc breast implant had an area of shell abrasion on the posterior view. In addition, a tear was noticed within the shell abrasion, measuring approximately 6.0 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: rupture, cap con unknown grade. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that the left side capsular contracture grade was iii. Bilateral rupture observed during the surgery. Patient underwent bilateral replacements as follow: l/ cat#:smpx295, sn#: (B)(6) r/ cat#:smpx295, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).